Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2007 and a sling was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat large symptomatic fibroid uterus, 16 week size and stress urinary incontinence and mesh was implanted. It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of total vaginal hysterectomy, morcellation technique, mccall culdoplasty, bilateral salpingo-oophorectomy, and drop cystoscopy.

Manufacturer narrative:
.